Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved in the complaint; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the customer's provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the areas appear to have some damage due to possible nicks/gouges on the conductor wire. It does not look like there is any exposed metal wires.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was observed to have a damaged conductor wire. The breakage was not noticed during surgery and the case was completed. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm or injury.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have damage of the conductor wire¿s insulation at the grip hub. There was no material missing but the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was neither torn nor fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy 2 of 2 attempts. Components adjacent to the damaged wire insulation did not show damage.

Event description:
Refer to h10/h11 for follow-up information.